Event description:
A female patient was diagnosed with corneal anesthetia with secondary sterile ulceration in the central 4 mm of the right cornea while using renu with moistureloc multi-purpose solution. The patient presented by referral to an eye care professional,s office in 2006 with a notable inflamed right eye with clear corneal central abrasion and no sensation in the cornea. The defect closed with one week patching and antibiotic treatment. The patient continued to have punctuate keratopathy until appros 2 months later. On her last visit 14 days later, she still had central irregular epithelium, no punctuate keratopathy and maybe slight return of corneal sensation. The physician noted there was a permanent decrease in visual acuity, stating that the keratitis was still present with corneal anesthetia same day. The patient did not return for further follow-up. The physician did not, to his knowledge, attribute this event directly to a specific product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.